Event description:
Consumer reportedly received the following results on the compact plus system within 10 minutes; 104 mg/dl, 57 mg/dl, 112 mg/dl, 62 mg/dl, 53 mg/dl, and 76 mg/dl. No low blood glucose symptoms reported with these results; self treated and felt better. No action was taken based on device results. No quallity controls used. No adverse event reported. Requested return of suspect device and replacement was sent.